Event description:
Customer reported a cartridge alarm 34 triggered possibly due to exposure to magnets from devices such as iphones. There was no adverse impact to the customer¿s blood glucose level. Customer received education regarding magnetic interference and acknowledged understanding; the issue was reportedly solved before contacting support but noted the issue for future reference in case a replacement is needed.